Event description:
It was reported to philips that the system's uninterruptible power supply alarmed, which could indicate an issue with booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.